Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a rfg2 generator for repair. It was alleged that smoke was observed at the back of the device and the device was immediately removed. It is reported that the power supply rf controller pca was damaged and must be changed. The device was cleaned and disinfected. There was no patient harm reported for this event

Manufacturer narrative:
Device evaluation summary: the power supply and rf controller pca were changed at service. The generator was able to pass functional and safety testing after the generator components was replaced. It was verified the generator passed electrical safety standard iec 62353 prior to release.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.